Event description:
Healthcare provider reports: protime system pt/inr results lower than reference lab. Patient 2 of 6 data comparisons: on (B)(6) 2010, protime instrument pt/inr was 1.5 versus reference lab result inr 2.4. Pt/inr target range: 2.0-3.0. No adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further complaint evaluation.